Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the inform meter shows signs of an electrical short. The plastic around the connector port is melted. No adverse event reported. Requested return of suspect device and replacement was sent.